Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, recurrent urinary incontinence, urinary leakage, urinary frequency/urgency, infections, mesh erosion, pain during intercourse, vaginal bleeding, vaginal discharge, dysuria, pelvic hematoma, and the need for additional surgery. No further info has been provided.